Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that segments one and two returned "shock advised" determinations due to high r-r interval variability, low normalized amplitude, wide complexes and high number of peaks. The analysis recognized two different complexes with high and low amplitude. This variation in amplitude complexes caused inconsistent qrs detection and r-r interval variability. It's important to note that without the CPR data recording, it cannot be definitively concluded whether or not CPR was continued into the analysis event. Pad movement as well as CPR can hamper the analysis. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.